Event description:
The dealer states that the motor plate that is attached to the gearbox and attaches the motor to the chair, the screws seem stripped in both sides. The dealer states that when the right side detached it caused the caster and swingarm to go under the chair.